Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm and buttons were not responding. Customer's blood glucose was 400 mg/dl, due to not being able to deliver a bolus. Troubleshooting could not be performed due to keypad anomaly. Customer was advised that insulin pump would need to be replaced.